Event description:
My partner became sick with covid-19 on or about (B)(6) 2022. She tested positive with a korean antigen quick test that the us government distributed to households via usps in early 2022. She also tested positive by pcr/naat. However, she continues to test negative with the flowflex antigen home test (acon laboratories), 2/2023 expiration date. We received this test from express scripts and I have seen it sold in neighborhood rite-aids. She is quite sick and still a negative result. These flowflex tests just seem useless for detecting the latest variant of omicron (ba-5) which she likely contracted. FDA safety report ID# (B)(4).